Event description:
A post operative leak was reported in the anastomotic staple line in the posterior section of the circular anastamosis. An ileostomy was performed in subsequent surgery.

Manufacturer narrative:
The cs29 device was discarded at the hospital, and was not returned to the manufacturer. The idrivec was returned and performed as intended.